Manufacturer narrative:
We inspected one opened and used sensor. We found sensor cannula broken with missing broken part.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced electrode missing after removing sensor from the body. Customer¿s blood glucose was 163 mg/dl at time of incident. Customer reported that she can feel the electrode in her body after examining the sensor which was popped off and she is going to removal for electrode. Sensor will be return for analysis and will be replaced.